Event description:
The patient stated "they replaced my device because the doctor said the battery was low." Patient said "I only had the device for a year and a half." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.